Manufacturer narrative:
The customer's calibration recovery was found to be ok. The investigation found there were multiple qc outliers in the customer's qc recovery during the month of may. The customer's instrument alarm trace was requested but not provided. The field service engineer (fse) visited the customer site and performed planned maintenance items. The customer ran calibration and qc with acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
UDI number = (B)(4).

Event description:
The initial reporter stated they have had ongoing control recovery issues with tp2 total protein gen.2 on a cobas integra 400 plus. Controls will recover both out of range high and out of range low from day to day. The reporter also stated they received a discrepant result for one patient sample tested for total protein. The sample initially resulted in a total protein value of 6.3 g/dl and this result was reported outside of the laboratory. A physician questioned the result, so the sample was sent out for testing at a second laboratory on a different analyzer, resulting in a value of 7.6 g/dl. The 7.6 g/dl result was believed to be correct. The total protein reagent lot number was 51885401, with an expiration date of 28-feb-2022.